Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. The device delivered inappropriate atp therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. The atp therapy initiated very high rate vt and high voltage therapy was delivered. The high voltage therapy converted the vt. The patient was treated with medication for the atrial tachycardia.